Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2004, with a taxus express2 drug eluting stent, exact size unk, implanted in the mid left anterior descending (lad) artery. The pt presented in 2006, with an acute mi and thrombosis in the previously implanted stent in the mid lad. Pre timi flow 0. The physician first pre-dilated the lesion with a 3.0x20mm maverick balloon, then went in to view the vessel. The physician then proceeded to successfully deploy a taxus express2 3.5x16mm drug eluting stent to the occluded area. The vessel was post-dilated with a quantum maverick 4.0x15mm balloon. Medications used during this procedure include; fentanyl, versed, heparin, nitroprusside and integrellin. Post timi flow 3. No pt injuries or complications occurred. Pt status post procedure is satisfactory. Pt is back on plavix and asa.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could not be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.